Event description:
This 43-yr-old female underwent bilateral subcutaneous mastectomies with reduction mammoplasties and reconstruction with silicone gel breast implants in 3/92. Gross exam: the right implant is ruptured with the outer wall of the implant torn and separate from the underlying fluid filled implant. The left implant is intact. Its outer wall has a textured, finely granular surface without leakage.